Manufacturer narrative:
(B)(4). The customer returned one opened PICC kit with multiple components, including one nitinol guide wire and an introducer needle for analysis. Visual inspection of the needle cannula revealed the distal tip was misshapen and deformed. The guide wire was also observed to be kinked. The distal weld was present and appeared full and spherical. The guide wire total length measured 451mm, which is within the specifications of 448.75-451.25mm per product drawing. The guide wire outer diameter (od) measured 0.0185", which is within the specifications of 0.0160"-0.0185" per product drawing. The needle cannula length from the proximal tip to the proximal edge of the distal tip measured 3.0685", which is within the specifications of 3.046-3.086" per product drawing. The length of the distal tip measured 0.075", which is within the specifications of 0.067-0.083" per product drawing. The inner diameter (ID) of the needle at the proximal end measured 0.023" which is within the specifications of 0.0226"-0.0240" per product drawing. The inner diameter of the needle at the distal tip measured 0.013" which is not within the specifications of 0.021"-0.029" per product drawing. This is consistent with the deformation in the needle tip. Functional inspection was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into introducer needle." The guide wire was threaded through the proximal end of the introducer needle and was not able to advance past the distal tip due to the deformation observed in the needle. Manufacturing engineers indicated that the damage appears consistent with the needle cannula becoming deformed at the supplier level. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal tip of the introducer needle was deformed. The needle did not meet dimensional and functional requirements. Based on these circumstances, the sample received, and the comments from manufacturing, the probable root cause for this event is likely supplier related. Nonconformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the hcp failed to advance guidewire into needle during use on patient." Additional information states that the wire was bent.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "the hcp failed to advance guidewire into needle during use on patient." Additional information states that the wire was bent.